Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock to the patient. Review of their system revealed the electrode was wrapped around the can as the patient had twiddled their device. A low shock impedance measurement of three ohms was also noted. At this time the s-ICD system has been programmed off and a revision procedure will take place soon. The s-ICD and electrode remain in service and there have been no adverse patient effects reported.additional information indicated this system was later explanted and returned back from the field for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high power visual inspection of the header and lead barrel noted no irregularities. There were no arc marks on the device case. Analysis of the memory noted a charge timeout and long charge errors were recorded. No other suspicious system errors were noted. The device failed probes down of the returned products test. Review of the associated lead investigation noted the lead was corroded which caused a short in the system. The device was thus damaged by a shock into a shorted lead.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had delivered an inappropriate shock to the patient. Review of their system revealed the electrode was wrapped around the can as the patient had twiddled their device. A low shock impedance measurement of three ohms was also noted. At this time the s-ICD system has been programmed off and a revision procedure will take place soon. The s-ICD and electrode remain in service and there have been no adverse patient effects reported.